Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. The mandrel and stent protector were attached to the device, unable to remove mandrel due to stretched inner lumen. The mandrel was cut to allow removal of the stent protector. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a break 8mm distal to the mid-shaft bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29may2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine. However, returned device analysis revealed shaft detachment.